Manufacturer narrative:
Correction: a1. Additional information:b5, d4 and h4.

Event description:
Additional information provided that "the child have had thetpn treatment about couple year and during that time there has been problems with pumps earlier too. Complaint´s final outcome was that no cause was found. After that, we replaced pumps with new ones and took those checked pump for demo purpose."

Manufacturer narrative:
Other, other text: one infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Device then underwent functional testing; unable to confirm the reported customer complaint. Delivery accuracy tests found the pump to be delivering within specification.

Event description:
Information received a smiths medical cadd pump malfunctioned. Patient have three cadd solis vip pump for tpn treatment (at home) 2 problems regarding (numeta) pump . Reported in the morning, after the infusion, there is too much solution left in the infusion bag. The amount of left over solution varies, but lately it has been up to 150-200ml, which is way more than usual. The customer suspects that the pump doesn´t infuse as much as it shows to be have been infused. Second problem observed is during the priming, the solution doesn´t move forward in the set, but stays still for periods of time. After 20ml of priming, the set is not full (priming volume of approx. 17ml) as it has been before and the set is properly primed only for half of its length. So the pump appears to be priming, but the solution doesn´t move forward in the set normally. The same problems occurs time to time with the other pumps. The customer has video material regarding the priming. Pumps are now on their way to hospital´s technical department and we get serial numbers after that reporting. The small child is doing good and parents are worried about tpn not getting infused. The patient has loaner pump.